Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, a tube broke during centrifugation. Sample recollection occurred; however, there was no further patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, a tube broke during centrifugation. Sample recollection occurred; however, there was no further patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-feb-2025. Investigation summary: bd received 150 samples for investigation. A visual inspection was conducted on 30 of these samples, and all passed without any damages. Additionally, a functional test for brittleness was performed on 10 of the customer samples and the issue of crack tube was not seen. Also, 30 retain samples were visually inspected with no failures, and a functional test for brittleness was conducted on 10 samples, all of which passed. A review of the device history record indicated a quality notification was raised, however, lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.